Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 25 g x 1 1/2 in. Bd precisionglide¿ needle had water inside the barrel. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation results: one sample was returned to the (B)(4) plant for evaluation. The complaint states that the needle had water in it. It appeals to have been covered with a clear, oily substance. We don¿t use water, or that type of oil at the assembly operation. This appears to have occurred in the field once it left our facility. The sample was sent to franklin (B)(4) for further analysis. The franklin (B)(4) received one sample without any packaging. The sample was examined under the microscope and exhibited clear liquid droplets on the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of sodium dioctyl sulfosuccinate (a stool softener medication). This was most likely not acquired during the manufacturing process. Qn review: no notifications were written for this batch. DHR review: twenty-four visual inspections were performed on 1,200 pars with zero defects noted. Possible root cause: this appears to have occurred in the field once it left our facility. CAPA is not necessary at this time.